Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was pretty much pain free and the healthcare provider (hcp) decreased drug about a month prior to the time of the report. The patient was feeling pain return in left leg. The patient had never had this pain issue with his previous pump. He had an x-ray done to see if pint of entry had gotten out of adjustment but everything looked fine. The patient was sleepy at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was receiving dilaudid at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and postlaminectomy pain. The patient took oral gabapentin 7 times a day with pump therapy. It was reported that the patient had had an increase in pain since (B)(6) 2018 (reported 3-4 days prior to (B)(6) 2018) even with bolus doses, the bolus doses were not helping the patient's pain. A week prior to (B)(6) 2018, the managing healthcare provider (hcp) decreased the medications in his pump because the hcp thought the patient was doing better with pain management. A different hcp brought the pump back up to what it used to be 4 days prior to (B)(6) 2018, but the patient was still feeling pain. It was later reported via a manufacturer representative that following the initial pump decrease, the pain increased. The patient claimed something was wrong with the pump. After the hcp increased the dosing the patient claimed he still did not feel the same. The manufacturer representative visited with the hcp on (B)(6) 2018 to verify pump reports and logs did not state anything abnormal. The hcp said everything was fine with the pump, to her knowledge. The issue was resolved at the time of the report and the patient was reported as "alive - no injury." No intervention occurred. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.